Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. Pt gender: unk. According to the reporter: the surgeon was performed a bilateral inguinal hernia repair with mesh on a male pt. The doctor attempted to use product but would not inflate on left side. Product was tried twice. Surgeon opted to use two singles to complete surgery. Surgery was delayed more than 30 minutes. No excess bleeding or tissue damage. No injury to pt and no product broken inside pt.